Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that analysis finding indicated the helix could not be extended or retracted due to the helix bent. The outer insulation breached is positive relating to the electrical complaints of high thresholds and undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead dislosdged, exhibited high thresholds, no capture and undersensing. It was also reported that on attempting to reposition, it was not possible to identify if helix was extended or not. The lead may have been turned thirty times and counter-torquing. It was also reported that the lead tip was bent and would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.